Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that following the second treatment pass of aquablation therapy, the aspiration tube of the aquabeam handpiece became clogged. Despite troubleshooting attempts, the issue could not be resolved. The treating surgeon decided to abort aquablation therapy and resected the remaining tissue with a loop due to difficulty with visibility and the amount of clot. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 24c01559 was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual, sj-um0101-00 rev b. Aquabeam robotic system user manual states, 4.3 warnings: procedure -"active fluid evacuation/aspiration from bladder is operational during the aquablation procedure but be attentive for any occluding tissue in the aspiration tubing during the procedure." -"the aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration." The current instructions for use manual, ifu0104 rev b. Aquabeam robotic system IFU, intl (ce) states, caution: verify that the tubing joints are securely attached to the peristaltic pump and that the tubing is correctly installed. Ensure the aspiration tubing is not pinched at the jaws located in the front and back side of the peristaltic pump. Failure to verify the proper installation may result in inefficient fluid aspiration due to poorly connected or damaged tubing. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.